Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 450 mg/dl at the time of incident. The customer¿s current blood glucose value was 356 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with manual injection. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer¿s report customer does not allege under delivery. Drive support cap appeared normal. The insulin pump passed displacement test. The customer stated infusion set cannula was bent. The insulin pump will not be returned for analysis.